Event description:
The customer contacted baxter's technical service center regarding a low drain volume alarm (complaint (B)(4)), which occurred on the homechoice (hc), during use during drain 6 of 6. The drain volume (dv) equaled 2096ml. The fill volume (fv) equaled 3000ml. The baxter technical service representative (tsr) had the home patient (hp) check for kinks, closed and fibrin. No problems were found. The tsr had the hp check for the transfer set and the lines coming out of the door. No problems were found. The hp used the drain line extension and changed the line every two weeks (complaint (B)(4)). The tsr advised them to change the extension every day. The tsr had the hp disconnect the drain line extension. The drain volume (dv) was increasing. The tsr had the hp reposition and that did not help. The tsr reviewed the hp's program continuous cycling peritoneal dialysis (ccpd). The fv equaled 3000ml and the last fill volume (lfv) 1500ml. The tsr explained the minimum drain % dv equaled 2896ml and was increasing. The hc went to last fill on its own. The tsr advised that the hp follow up with the registered nurse (rn) about the minimum drain %. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. This writer contacted the peritoneal dialysis registered nurse (pd rn) (B)(4) 2011 regarding the reported problem. The pd rn stated they did not know anything regarding the reported problem. The patient did not mention the situation to them. The pd rn stated they will talk to the patient regarding the drain line extension and its usage. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted.

Manufacturer narrative:
(B)(4). This incident was determined to be due to use error, the patient uses the drain line extensions and changes the lines every two weeks. A labeling review found the labeling to be adequate for the use/use error identified in this incident. Baxter had conducted a trend review and found similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.